Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient implanted with an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. The pump was explanted due to end of life (eol). The reporter was not aware of a complaint associated with the device.

Manufacturer narrative:
Destructive analysis was completed and no additional anomalies were found.